Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the stylet found no anomaly. Analysis of the lead found that the outer insulation was cut by the needle during implant, 12.5 cm from the distal end of the lead.

Event description:
It was reported the healthcare provider noticed the outer layer of a trial lead was broken during a procedure. A new trial lead was provided to be used in the procedure and the patient's status was reported as alive with no injury or adverse event. It was also reported there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Correction to evaluation code-conclusion are as follows.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.